Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A treating healthcare professional reported a patient was injected with 2 syringes of juvéderm® vollure¿ xc in the nasal labial folds and lips by another injector. A little over four months later, the patient would receive a 4th covid-19 vaccine booster and then five days later, experience swelling around the injection site. Three days after onset, patient reported to this treating healthcare professional who noted the swelling is more severe on the right side of the nasal labial folds and equally around their lips. Patient was treated with prednisone 30 mg daily for 5 days with tapering by 5 mg every 5 days to zero mg as well as doxycycline 100 mg bid for 30 days followed by 100 mg once daily for 14 days. Two days later, a significant reduction in lip edema was seen. Labs included cbc, esr, crp, and alt showed normal. Approximately a month later, swelling and discomfort had settled but "there was still non-tender palpable filler nodular lesions in all lp8 quadrants of lips." Patient remained on low dose doxycycline which now is finished.